Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6) 2011 that there was inflammation and swelling around pump and it was also sensitive to touch. Hcp (health care provider) told pt to ice area which helped but not when active. It was also added that pt never had therapeutic effect and that the pump never really helped with pain since implant. A dye study had been performed three months after implant which showed meds were not getting to intrathecal space. Catheter was then replaced. Another dye study was performed three weeks ago and it showed dye was not diffusing where it needed to go. Pt was informed that this may be due to scar tissue and was also told that there was blood in the csf (cerebrospinal fluid). It was later reported by the hcp on (B)(6) 2011 that the pt had an infection, which was now resolved. The exact treatment was not disclosed. It was also stated that the pt was unhappy with the pump and wanted to have it electively removed. The medication being delivered through the pump was dilaudid.